Event description:
It was reported that a flogard infusion alarmed "battery low." The process step that this malfunction was identified is unknown. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the flogard infusion pump was serviced on-site. A visual inspection, functional testing, and a review of the alarm log was performed. The battery low alarm was found in the alarm log. The cause of the reported condition was a defective main battery. The main battery was replaced to fix the reported malfunction. The pump passed all tests and was returned to the customer in working order.